Event description:
It was reported that during a prostate procedure, an error code fiberlife message occurred at 60,000 joules. A second fiber was used, with the same error message at 30,000 joules. The fiber condition would likely result in activation of the systems fiberlife function, which would modulate the power, showing a pulsing beam or system would be placed into standby mode. The physician reverted to turp (alternative surgical procedure) to complete the case. It was reported "no damages to the pt".